Event description:
It was reported that the customer was hospitalized due to high blood glucose. It was stated that the customer's insulin pump had partial display, and she had high blood glucose for three days. Troubleshooting could not be performed as the screen was partially black. No further information was provided.

Manufacturer narrative:
Inspected three randomly sealed reservoirs. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. Reservoirs passed per specifications. No leakage anomalies were observed during analysis. Checked o-rings for defects and none were found.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.